Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was not sure what led to the poor coupling, but it was working alright now. The issue was resolved and no symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor coupling. The patient reported having problems with charging; trouble with finding the coupling bars again. The patient reported that she wasn¿t getting any coupling bars showing. No troubleshooting could be done due to lack of access to the product. The patient didn¿t have her recharger with her at the time of the call. No further complications were reported.